Manufacturer narrative:
A review of the manufacturing records for the device(s) is being conducted. "Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices."

Manufacturer narrative:
Concomitant product(s) : furosemide, ranitidine, vit b12, furosemide, metformin review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent repair for an abdominal aortic aneurysm measuring 62.8mm in diameter, and was implanted with gore® excluder® endoprostheses. The patient tolerated the procedure. On an unknown date in 2010 which will be estimated to be (B)(6) 2010, the patient underwent embolization of the left ilio lumbar artery for a type ii endoleak. On (B)(6) 2014, a type ii endoleak was determined thought to originate from the ilio lumbar artery, with approximately 3mm aneurysm enlargement reported. The physician plans to reintervene and inject onyx into the aneurysm; however, this has not occurred.